Manufacturer narrative:
No unexpected max delivery alarms noted during testing. The insulin pump passed displacement test, rewind test and basic occlusion test. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump had a cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of a delivery anomaly from the insulin pump. The mother stated that the pump would not push out any insulin. The mother stated that when changing the site while priming the tube, the piston is not touching the reservoir before the numbers are coming up on the screen. The customer stated that as soon as he presses the act button, the pump goes right to 0.0 and the piston is nowhere near the reservoir. The customer had to disconnect from the pump and rewind the pump. The customer stated that he did not receive any alarms when it was occurring. The customer was advised to discontinue use of the pump. The customer will be sent a replacement pump.